Event description:
It was initially reported by a company representative that a physician's handheld computer was no longer charging and was also experiencing a screen freeze due to unknown reason. The user reported that interrogation of vns device was somewhat intermittent and a reset of the handheld did not solve the issue. Additional information received from the area representative indicated the issue was with the handheld serial cable and a replacement was needed. At the moment (B)(4) attempts to obtain further information and product return have been unsuccessful to date.

Manufacturer narrative:
Date of event, corrected data: initial MDR inadvertently listed incorrect date of event. Date of this report, corrected data: initial MDR inadvertently listed incorrect date of report.

Event description:
Additional information was received from the area representative indicating that she confirmed the new serial cable was working with the reported programming system. At the moment, attempts to obtain further information and product return have been unsuccessful to date.

Event description:
The reported serial cable was returned to the manufacturer and underwent analysis. Analysis of the serial cable indicated no anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications. The same event was also reported under MFR. Report # 1644487-2012-00845.